Event description:
It was reported that the pt had the device implanted for dvt preventative measures. The pt returned the following day complaining of stomach and back pains. A CT was performed and showed that two legs perforated the cava wall.